Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the right atrial (ra) lead and right ventricular (rv) lead have chronically low impedances. The leads remain in use. No patient complications have been reported as a result of this event.